Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the suture was detached from the needle. No visual abnormalities were noted for the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle was retrieved (x-ray was not done) there was no patient injury involved.

Event description:
According to the reporter, intra-operatively, the device had issues in toggling, while the needle fell out of the jaws of the device and into the patient cavity. A new device was pulled in order to complete the case. There was no patient injury.